Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator was shutting itself off. It was unclear if the device battery was nearing end of service. The pt had good therapy when stimulation was on. There was no injury or accident related to the complaint. Additional info has been requested. A f/u report will be submitted if additional info becomes available.